Event description:
The customer received questionable beta-hcg results for seven patient samples when tested on their cobas 6000 e601 module, serial number (B)(4). The issue was discovered when the emergency room physician observed and then questioned that all the beta hcg results were positive. The customer provided discrepant results for five patient samples. Patient 1, original result was 793.4 miu/ml and was reported outside the laboratory. The sample was repeated on another cobas 6000 e601 module and recovered 0.100 miu/ml (accompanied by a data flag). A corrected report was sent. Patient 2, female, original result was 221.1 miu/ml and was reported outside the laboratory. The sample was repeated on another cobas 6000 e601 module and recovered 0.100 miu/ml (accompanied by a data flag). A corrected report was sent with the 0.100 miu/ml result. Patient 3, female, original result was 276.8 miu/ml and was reported outside the laboratory. The sample was repeated on the same analyzer and recovered 295.9 miu/ml. The sample was repeated again on another cobas 6000 e601 module and recovered 0.298 miu/ml. A corrected report was sent with the 0.298 miu/ml result. Patient 4, female, original result was 212.600 miu/ml and was reported outside the laboratory. The sample was repeated and recovered <0.100 miu/ml. A corrected report was sent. Patient 5, female, original result was 4195.000 miu/ml and was reported outside the laboratory. The sample was repeated and recovered 5669.000 miu/ml. A corrected report was sent. The patients were not adversely affected by the event. Upon evaluation of the analyzer, the field service representative determined the mixing paddle was bent causing foam in the reagent. He replaced the mixing paddle and both probes and recalbrated the assay. The customer ran quality control which was within specification.